Manufacturer narrative:
Evaluation description included. Lead analysis revealed outer insulation abrasion consistent with damage caused by friction with another device. Electrical values were normal.

Event description:
It was reported that the pt developed an infection. The chronic ventricular lead was not associated with the infection. It was explanted and replaced with a temporary external lead.